Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The 100% stenosed target lesion was located in the 'strong calcified" peroneal artery. The 300cm pt graphix guide wire was advanced into the patient. As the physician started to withdraw the wire in order to insert into an unspecified balloon, the tip of the wire was torn, but had a "thin wire left connected". He pulled on the wire again and the tip detached and moved to a "blind segment that does not harm the patient health" in the occluded peroneal artery. No attempts were made to remove the wire fragment which measures 2-3mm. The lesion in the peroneal artery was not treated. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the distal tip is not fractured; however, the tip is observed to be flat and approximately 1cm of poly coating is missing. The length of the wire is 299.7cm. All outer diameter measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The 100% stenosed target lesion was located in the "strong calcified" peroneal artery. The 300cm pt graphix guide wire was advanced into the patient. As the physician started to withdraw the wire in order to insert into an unspecified balloon, the tip of the wire was torn, but had a "thin wire left connected". He pulled on the wire again and the tip detached and moved to a "blind segment that does not harm the patient health" in the occluded peroneal artery. No attempts were made to remove the wire fragment which measures 2-3mm. The lesion in the peroneal artery was not treated. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).